Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including hemorrhagic strokes, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors.

Event description:
It was reported from the site by the vad coordinator that during routine patient updates, patient was admitted from home on (B)(6) 2016 with complaint of increased shortness of breath, generalized weakness and lethargy. It was stated that the site thought it was possibly related to his recent bout with pneumonia. During the evening of (B)(6), patient complained of headache and nausea. The inr was 4.2 the morning of (B)(6) (3.3 > 3.9 > 4.2). Vad team got a head CT which showed a new scattered subarachnoid hemorrhage with no midline shift. All anticoagulation was stopped. Vitamin k was given to reverse his inr. His speed was also decreased from 3000rpm to 2800rpm. Neuro surgery was consulted - no interventions at this time. Repeat CT on (B)(6) showed a new, small subarachnoid hemorrhage. Repeat CT on (B)(6) have been stable. As of rounds on (B)(6) 2016, patient is still lethargic and confused, inr 1.3 today. They are considering starting IV heparin today. Hemolysis markers have been within normal limits since being off all anticoagulation. The team reports having a very difficult time keeping the patient's blood pressure under control since implant (B)(6) (map 80-90s). Finally in (B)(6) he was better controller (map 70s) on multiple antihypertensive agents (hydralazine 100mg tid, norvasc 2.5mg daily, coreg 12.5mg bid, and slowly adding an ace back on). Patient continues to be monitored closely as an inpatient. IV heparin was restarted on (B)(6) 2016. During the evening of (B)(6), the patient exhibited an increased work of breathing and fatigue so he was re-intubated. The team obtained a serial head CT (all scans have been stable since (B)(6)) which showed a new 3.6 x 2.2cm right putamen and 1.2 x 0.9cm left subinsular intraparenchymal hemorrhage with surrounding vasogenic edema. Resulting in an effacement of the right lateral ventricle and approximate 3mm leftward midline shift. All anticoagulation were stopped again. Patient is unable to move the left side of his body and remains intubated, but nodding yes and no appropriately. The site reported on (B)(6) 2016 that the patient still had left sided hemiparesis but right side was completely fine and the patient's speech was intact. Patient continues to be hospitalized with team planning on placing patient on super low dose (300 units/hr) heparin gtt today or tomorrow. The plan of care is to continue serial head cts to monitor for progression or new bleed developments. No further information available.

Manufacturer narrative:
It was reported by the site that the patient is slowly recovering movement in his left side and is still admitted. Plan is to discharge patient to acute inpatient rehabilitation, but it was stated that the patient has "a ways to go" before then. No further information available. As stated in the initial MDR, although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.